Manufacturer narrative:
Pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Pump received with cracked liquid crystal display glass.

Event description:
The customer reported via phone call that the insulin pump was damaged at the front side. Customer¿s blood glucose level was 300 mg/dl. The customer was advised to discontinued the insulin pump and revert back to back up plan. The device will be returned for analysis.